Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device investigation could not be performed because the device was discarded by the user facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and referring to known incidents, it was presumed that stress exceeding the product's design limit was applied on the guide wire during attempt to cross the severely calcified lesion. The excess stress might cause damage on the guide wire possibly causing the coils to unravel or stretch or the core wire to fracture. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid left anterior descending coronary artery. An asahi guide wire was used initially and met resistance during advancement. It was removed and the tip was "mangled". A non-asahi guide wire was used next and met resistance during advancement. The non-asahi guide wire crossed the lesion; however it prolapsed. During removal, the distal portion of the non-asahi guide wire became embedded in the calcification and it separated. No attempt is being made to retrieve the distal portion and the procedure was aborted due to the amount of creatinine in the patient. The level of creatinine in the patient was 2 and the physician did not want to use more contrast. The patient is being medically managed. There was no clinically significant delay in the procedure due to an issue with either device.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.